Event description:
On 12/16/85 the ipp device was implanted. On 11/3/86 a connector was revised. On 12/1/87 the pump and reservoir were revised. On 10/18/88 the pump was revised. The entire device was removed from the pt, date and surgical details not provided.